Event description:
A call to technical services was made on 5/5/2014 stating that this lead was part of the system that was explanted due to an infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).